Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
Tampax pearl have left stray cotton in my vagina [foreign body in reproductive tract] stray cotton from tampon [device breakage]. Case narrative: consumer reported via e-mail that tampons left stray cotton in vagina. No serious injury reported.

Event description:
Tampax pearl have left stray cotton in my vagina [foreign body in reproductive tract] stray cotton from tampon [device breakage] case narrative: consumer reported via e-mail that tampons left stray cotton in vagina. No serious injury reported.

Manufacturer narrative:
Product investigation is in progress.

Manufacturer narrative:
There is insufficient information to perform an investigation.

Event description:
Tampax pearl have left stray cotton in my vagina [foreign body in reproductive tract] stray cotton from tampon [device breakage]. Case narrative: consumer reported via e-mail that tampons left stray cotton in vagina. No serious injury reported.